Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not recognize te) has been confirmed. As received, the monitor would not execute a baseline ECG recording. Upon evaluation, the r781 resistor was open. The cause of the inability to recognize a therapy electrode (te) connection is the open resistor. The root cause of the open resistor was not be positively identified. The damage is consistent with external defibrillation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it would not recognize a therapy electrode connection.